Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump buttons sometimes sticky or unresponsive had to be pressed multiple time to activate. The customer¿s blood glucose level was unknown at the time of the incident. Insulin pump had random or unexplained no delivery alarms, rewind was slower or louder and grinds. Rewind was done sometimes twice. Customer was declined informing the insulin pump was working fine and troubleshooting not indicated. The insulin pump will not be returned for analysis.